Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continues moving forward after the reservoir makes contact and insulin squirts out, followed by the alarm. The numbers did not appear on the screen, and the beeps could not be heard. The drive support did not appear to be damaged. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, scratched screen, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.